Manufacturer narrative:
Complaint stated that one syringe tested was contaminated with the pseudomonas species. Info as of (B)(4) 2012: medefil, inc. Have followed up several times with the complainant via phone calls and e-mails. Complainant did not respond to any of the follow ups. Even though medefil, inc. Did not receive additional info for the completion of the complaint file and report, medefil continued with the investigation, which included batch record review and sterility testing (14 days period) of the retain sample from same lot. No adverse findings were encountered and no micro growth was observed. Although the complainant did not respond to our phone calls and e-mails, we left a voice mail and an e-mail on (B)(4) 2012 with our findings to closed the investigation. No further follow ups will be conducted and no further reports will be submitted based on the final medefil's test result and investigation.

Event description:
On (B)(6) 2012, (B)(6) contacted medefil, inc. To report a possible contamination of 100 units/ml heparin sodium IV flush syringe, lot no. H112121n and to inquire if we have received any other complaint related to this issue from same lot. (B)(6) stated that a pt complained on a possible syringe contamination and that the syringe was tested finding pseudomonas. (B)(6) committed to provide additional information later on about the possible use of the syringe and any issue with the pt.